Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2006. Taking into account that the issue was reproduced by livanova technician, thus excluding a user error (occlusion set too strong, wrong tubing and rotor blocked by a foreign material) and that it was fixed by replacing the pump head, the most likely root cause of the reported event is a defective hms board, contained in the pump head.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to livanova deutschland for a detailed investigation. The technician could reproduce the reported issue. In addition, there was noise in the lower speed range sue to pump bearing damage. In order to fix both issues, pump head was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 mast roller pump. The incident occurred in hamburg, germany. The serial read-out of the pump (real time device parameters and setting recording file) was analyzed and confirmed that on the date of the event the reported error code was stored in the pump microcontroller. Possible root causes could be the following: pump head of the involved pump was not connected properly to the control panel; pump stop was due to electromagnetic interference (emi). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 mast roller pump gave a motor control failure error message and there was no pump monitoring. The issue occurred during priming. There was no patient involvement.